Event description:
Boston scientific crm received information that during the device interrogation longevity showed that the device had less than a half year remaining. However, after testing the threshold measurements, the estimated longevity went back to one and a half years remaining. Boston scientific technical services asked if there had been any programming changes and the health care provider stated that decreasing the right ventricular output from 1.2v to 1.0v was the only programming change that was made to the device. The device remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.